Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead and anchor replacement procedure and was doing well postoperatively. The explanted lead and anchor will not be returned.

Manufacturer narrative:
Correction to the initial MDR in field h10: h10 should have been: block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 22420723.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation, the patient underwent a lead and anchor replacement procedure and was doing well postoperatively. The explanted lead and anchor will not be returned.